Event description:
Pt was revised to address loosening of the tibial and femoral components. It was reported that the tibial tray was placed in varus and offset to the lateral side. The femoral was placed in excessive flexion.

Manufacturer narrative:
Examination was not possible as the product was not returned. The exact root cause could not be determined, but info provided suggests that original implant placement may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specs or contributed to the reported event. The need for corrective action was not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.